Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer changed cartridge and infusion set to resolve the blockage. There was no reported adverse impact to customer's blood glucose.